Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Event description:
It was reported that the implantable pulse generator (ipg) had premature battery depletion. At the prior interrogation the expected longevity was 11 months, however the device triggered elective replacement indicator (eri) only one month later. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the implantable pulse generator (ipg) had premature battery depletion. At the prior interrogation the expected longevity was 11 months, however the device triggered elective replacement indicator (eri) only one month later. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.